Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of ectopic pregnancy with contraceptive device ("left ectopic pregnancy after one essure expulsion") in a (B)(6) female patient who received essure (batch no. D31445). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("left ectopic pregnancy after one essure expulsion"). The patient's past medical history included multigravida, ectopic pregnancy, infarction mesenteric, multiparous and salpingectomy. On (B)(6) 2016, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In 2016, the patient experienced device expulsion ("one essure expelled"). In (B)(6) 2016, the patient experienced ectopic pregnancy with contraceptive device (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (ligating of the uterine tubes by coelioscopy (removal of implant implied)). Essure was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device and device expulsion outcome was unknown. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and device expulsion with essure. The reporter commented: the device expelled and patient brought back the device to the physician. A left ectopic pregnancy started after the expulsion of one essure (side unspecified), the other implant was in place. Previous salpingotomy by the patient was a risk factor for ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: pregnancy test result was positive. Surgical report of 17-may-2016 was available (referring to essure insertion) operation duration 12 minutes with normal cervix, anterverted uterus, normal uterine cavity, insertion of essure on the left (2 visible coils) and then on the right side (2 visible coils). No anomaly of the endocervix. End of (B)(6) 2016: second implant in place (side unspecified), a left ectopic pregnancy was detected followed by ligating of the uterine tubes by coelioscopy. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Quality-safety evaluation of ptc: lot number: d31445; production date: 20-nov-2014; expiration date: 28-nov-2017. UDI: (B)(4). Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint, implant visual inspection was performed and no damages were observed, external fluids were present on implant, no damages present on half band of micro-insert. The rest of device was not returned for investigation. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 15-dec-2016: quality-safety evaluation was received. Company causality comment: a (B)(6) female patient had essure inserted and had ectopic pregnancy after only one essure expulsion, upon follow-up receipt, it was reported that ectopic pregnancy occurred at left side. Patient underwent ligating of uterine tubes by coelioscopy (removal of implant implied). The event ectopic pregnancy is regarded as anticipated according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, it was confirmed that only one implant was expelled (unspecified side). Furthermore, patient's two previous salpingectomies could be a risk factor for the event's occurrence. However, considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to intervention required. Additionally, non-serious event was added. A review of the manufacturing batch record confirmed that the product met all release requirements. Implant sample was returned and no damages were observed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
The patient's past medical history included multigravida, ectopic pregnancy, infarction mesenteric, multiparous, salpingectomy and in vitro fertilization. Her medical history includes contraceptive difficulties. Essure was not inserted post-partum. On (B)(6) 2016, 44 days after starting essure, the patient experienced device expulsion ("one essure expelled"). Essure confirmation test was done via hsg (hysterosalpingogram). Quality-safety evaluation of ptc: (b)(3). Lot number d31445 (production date 20-nov-2014, expiration date 28-nov-2017). As of (B)(6) 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-feb-2017 for the following meddra preferred term: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical history was updated. Essure confirmation test was done via hsg (hysterosalpingogram). Nca reference numbers received (r1615281 and r1614704). Company causality comment: a (B)(6) female patient had essure inserted and had ectopic pregnancy after only one essure expulsion, upon follow-up receipt, it was reported that ectopic pregnancy occurred at left side. Patient underwent ligating of uterine tubes by coelioscopy (removal of implant implied). The event ectopic pregnancy is regarded as anticipated according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, it was confirmed that only one implant was expelled (unspecified side). Essure confirmation test was done via hsg (hysterosalpingogram). Furthermore, patient's two previous salpingectomies could be a risk factor for the event's occurrence. However, considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to intervention required. Additionally, non-serious event was added. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. No further information is expected.